Manufacturer narrative:
H3; one device was returned for repair with complaint there was a downstream occlusion (dso) sensor delamination. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No relevant events found in event log. The reported issue was able to be confirmed through visual inspection. The cause of the reported issue was a damaged dso seal. The reported issue was resolved by replacing dso seal. The device passed all functional testing after repair activities were completed.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion (dso) sensor delamination. There was no patient involvement.